Event description:
Livanova deutschland received a report that control unit of an essenz console had issues during procedure. No further information is available at the moment. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the issue where the control unit would go blank or have these white lines on. Therefore, it was decided to flash the control unit and all is working properly so far. In addition, through follow up communication with the customer, it was confirmed that the issue was with the display of the control unit only; no pump problem occurred. Based on the technical service activity and considering that the issue was only involving the control unit display and did not affect the pump functionality, the event has been re-assessed as not reportable. Taking into account the service activity and the information currently available, a hardware malfunction of the control unit can be excluded. The event appears to be an isolated incident; however, a temporary electrical issue or an improperly connected control unit cable to the power pack cannot be ruled out.

Event description:
See initial report.